Event description:
Add'l info rec'd from MFR 3/29/01: 7271 tested within spec. 6943 oversensing reported and insulation breach found. 5068 tested out of spec (breached insulation).

Event description:
Pt with cad and ventricular tachycardia underwent ICD placement in 06/99-presented with two ICD shocks because of oversensing by the ICD of extraneous signals. Both atrial and ventricular channels detected these artifacts. They could not be reproduced at the bedside with various maneuvers. Pt is referred for ICD revision. The left ventricular ejection fraction is 30% and the pt is in "nyha" class ii. Procedure: informed consent was obtained and the pt was premedicated with kefzol. The procedure was performed under local and intermitent general anesthsia. Continuous pulse oximetry and cuff blood pressure were monitored. During the procedure, the pt received the following sedation/anesthesia: versed and propofol. The left deltopectoral area was prepped and draped in the usual sterile fashion. The existing ICD pocket was opened and the generator removed and disconnected from the leads. There was no obvious loosening of the set screws. The leads were individually checked for impedences, pacing and sensing thresholds and were found to be normal. Visual inspection of the leads and the ICD failed to detect any abnormalities. The leads were re-connected to the ICD and the header of the device manipulated to check for loosening or defects in the header. No noise could be reproduced. Because of documented spurious shocks with no identified cause, it was decided to replace the entire ICD system. The leads were unscrewed and removed by direct traction in their entirety. The left subclavian vein was re-enterted with some difficulty and used for introduction of pacing/defibrillation leads which were positioned in appropriate regions in the right heart chambers where pacing and defibrillation thresholds were determined. Stability of the leads was assessed with deep breathing and there was no diaphragmatic pacing at 10v output. The leads were anchored using the sleeves and a pulse generator pocket fashioned using blunt dissection. The pulse generator pocket was then liberally irrigated with bacitracin solution, and the device implanted with a single silk fixation suture in the header to prevent migration. The wound was closed in layers using continuous 2-o vicryl and 4-0 dexon ending with a sub-cuticular closure. Fluoroscopy and total procedure times were 8 and 120 minutes respectively.